Manufacturer narrative:
Device code a24 is not applicable for this event medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. With regards to the cause of the patient not hearing the active alarm, it was noted that the patient was old and hard of hearing. No additional actions/interventions were taken to resolve the reported issues. The patient had a pump refill on(B)(6) 2021; the expected residual volume was spot on; and the patient had no complaints. It was noted that no further action was needed at this time.

Manufacturer narrative:
H7, h9 correction/update medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 1671.8mcg/day) via an implantable infusion pump. It was reported that the patient had a MRI and the pump stalled on (B)(6) that did not recover until (B)(6) 2021. The patient reported being ¿stiffer¿ more than usual, but no frank withdrawal symptoms. There were no reports of the patient hearing critical alarm even though it occurred on (B)(6) 2021. A refill was done and the expected reservoir amount was 1.8ml. But 5ml was removed. No actions were taken; the next refill was scheduled for (B)(6) 2021.